Manufacturer narrative:
The device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
It was reported that during a peripheral orbital atherectomy procedure, a csi orbital atherectomy device (oad) got stuck in the patient and required surgical removal. The target lesion was located in the posterior tibial (pt) artery. The physician advanced a csi viperwire guide wire across the lesion and loaded the oad onto it. The physician performed two runs at low speed and one run at medium speed. After the final run, the physician attempted to remove the oad by spinning it at low speed and retracting it proximally. At this point, the device bogged down and got stuck in the patient. After multiple unsuccessful removal attempts, the patient was taken to the operating room for surgical removal of the oad. A surgical cutdown was performed and the oad was removed. The patient status remained stable throughout the procedure. A request for additional information was made to the facility, but was denied to due internal policies.